Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level of support. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. After re-linking, the system returned to initialization, and the user was instructed to enter additional calibrations. The re-link was confirmed successful in dms, and the system was monitored for three days. Based on additional monitoring after the sensor re-link, support found that the system was stable. User was advised to continue using the system, calibrating when requested. Support also suggested that the transmitter is not removed from the sensor for at least 5 minutes before entering a calibration and 15 minutes after a calibration is entered in the app.multiple attempts were made to relay additional response from escalated support but the user has been unresponsive. B4.date of this report 13 jan 2026. G3.date received by the manufacturer? 13 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.